Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. (B)(6) 2011: the patient had unspecified injuries related to a defect in the bard/davol kugel hernia patch and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿